Manufacturer narrative:
(B)(4) e1 initial reporter state: ab diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 8 days after the wearable had been inserted in the arm. According to the patient, on (B)(6) 2025, she experienced a headache and shakiness. The patient presumed that the cgm readings were incorrect and decided to the hospital to have her bg checked. At the hospital a fingerstick was taken and the cgm was reading low, and the blood glucose reading was 38.0 mmol/l. The patient was treated with 2 bags of intravenous insulin and recovered after treatment. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical intervention. At the time of the report the patient is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available